Event description:
A customer reported that an ophthalmic console exhibited with gas extruding slow. Procedure details and patient impact have not been provided. Additional information was requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming auto gas fill (agf) connector was replaced. The system was then tested and met all product specifications. The pneumatics module was received, and a visual assessment of the returned sample revealed the auto gas fill (agf) connector had a broken retaining pin. Sample testing was performed on the returned sample. The reported event was replicated. The cause was found to be due to a leak caused by the broken agf connector. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a nonconforming auto gas fill (agf) connector. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).